Event description:
On (B)(6) 2019, the patient had a revision right total knee arthroplasty to address failed right total knee replacement due to aseptic tibial component loosening, pain and swelling. There was no evidence of infection. The tibial component was noted to be grossly loose, no interface provided. The surgeon noted that there was metal-laden synovium. The femoral stem was noted to be well-fixed and retained. The patella was well-fixed, but had wear due to fractured cement fragments and was revised. There was a tibial plateau defect. Depuy components were utilized during this procedure along with competitor cement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: a2 (birth date), b5, b7, d4 (expiration), d10 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1 and h6 (patient).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # b)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic loosening of the tibial component at cement to implant interface. Unknown cement was used. The tray began to collapse into cary's. It was also noted that there was some osteolysis around the medial tibial plateau. Tray came out clean from cement mantle. Revised to an attune rp revision tray. Surgeon swapped the anatomic patella for an medialized dome patella. Doi: (B)(6) 2016; dor: (B)(6) 2019, right knee.